Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of rx tunnel detached.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the black sheath on the device catheter came off inside the patient and had to be retrieved with a rescue device. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.